Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient did not want to disclose any of her symptoms from the event that occurred on (B)(6) 2023. The patient drove herself to the emergency room (ER) due to her having "hyperglycemia". At the ER, the cgm was reading 220 mg/dl and her bg tested via fingerstick was 400 mg/dl. She was treated with insulin, but the patient refused to provide any further details about her treatment at the ER. At the time of the report, the patient reported that she was still sick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.